Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged plunger was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged plunger was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged plunger. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was a deformed plunger. The following information was provided by the initial reporter. The customer stated: "after opening the product package, it was found the blood collection device lacked plunger and could not be used."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged plunger was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged plunger was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged plunger. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was a deformed plunger. The following information was provided by the initial reporter. The customer stated: "after opening the product package, it was found the blood collection device lacked plunger and could not be used."